Manufacturer narrative:
The reported device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. The complainant reported dropping the device causing the screen to crack. The root cause for the allegations of the battery swelling and unable to charge the pdm cannot be confirmed. It is unknown if the device being dropped caused or contributed to the allegations reported.

Event description:
The patient reported their personal diabetes manager (pdm) battery is swollen. The case of the pdm will not close properly. The pdm is unable to charge properly. Additionally, the patient does recall dropping the pdm and the screen cracking 'a while ago'.